Manufacturer narrative:
Device evaluation: lens returned with moisture in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.0/+2.0/102 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. The lens was exchanged for a different model but same length lens and the problem was resolved. The cause of the event was unknown.